Event description:
It was reported the patient experienced stimulation in the wrong location and that adaptive stimulation was causing the patient's st imulation to "jump up" unexpectedly. It was reported the implantable neurostimulator (ins) "doubled in voltage and jammed up the patient." The patient was not receiving coverage on his left side, only his right. The patient experienced a return of pain and he went up from a "up to a 7" since his reprogramming session the week prior to this report and he had to turn his ins off. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient was reprogramed and the device was able to cover pain areas. It was noted that "the patient went home happy."

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).